Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic tore. There was pt contact but no injury. Sutures were not required.

Manufacturer narrative:
(B)(4).